Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive, single board computer (sbc) and software were evaluated and identified as requiring further troubleshooting/repair. The customer declined further repair due to cost. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.